Event description:
It was reported that during the implant attempt, noise and oversensing was found on the right ventricular (rv) lead through the analyzer. The lead was repositioned but the noise persisted. The lead was not implanted. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant.